Event description:
It was also noted that the patient experienced hurting in the head. This was a bilateral system. Reference MFR 3004209178-2013-04543.

Event description:
It was reported, the patient was flipping their stimulator in their pocket. It was also noted, the patient had tingling in their forehead. It was reported, the device was checked and all contacts were fine on both sides. Follow up reported a lead connection check was performed and all contacts were functioning properly. The cause of the tingling was not determined and did not resolve. There were no interventions planned or taken at the time of report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-04543 patient had bilateral systems and it is unclear which system pertained to the event.

Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3389s-40 lot# v877540, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3389s-40 lot# v877540, implanted: 2012 (B)(6), product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).